Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, when opening the fast-fix 360 curved it was evident that it came from outside its protective internal packaging. In addition, it was noticed that one of the knots was on the outside, which is why this device could not be used. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the suture and both anchors were returned. Most of the suture was tucked into the depth gage tubing. T1 was out of the deployment channel. T2 was in the t2 position. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for premature activation could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. The root cause for delivered as unsterile product could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force to the device or contact with another source. No containment or corrective actions are recommended at this time.